Manufacturer narrative:
Additional narrative: patient initials, gender and weight not available for reporting unknown when plate broke. Additional product code ¿ hwc. Expiration date ¿ january 2025. Device reportedly not explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ original part mfg date: 23-january-2015. Part exp. Date: 2025-january. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti va-lcp lateral distal humeral plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows a reported va-lcp dhp was implanted and was broken after two months. The surgeon implanted the reported plate after the corrective osteotomy on (B)(6) 2015. After the patient complained of pain, x-rays were taken on (B)(6) 2015 which confirmed plate breakage. The broken plate is reportedly still implanted within the patient. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the head of the unknown screw is broken. The provided x-rays were reviewed by the manufacturer and it was noted that it seems there was a screw head breakage. But it cannot be told definitely from the provided x-ray.

Manufacturer narrative:
A manufacturing investigation action was conducted/performed, the report indicates that the: part raw material was verified and found conforming (material specification: tan). Part was inspected for minor diameter, variable angle hole threads (feature mv - ns052936 rev. C). Holes were found to be conforming except for va3 (damaged: threads are damaged), va4 (damaged: threads are damaged), and va5 (damaged: part break runs thru hole). Part was inspected for x-cut width, variable angle hole (feature xw - ns052936 rev. C). Holes were found to be conforming except for va5 (damaged: part break runs thru hole). Part was inspected for x-cut length, variable angle hole (feature xl - ns052936 rev. C). Holes were found to be conforming except for va5 (damaged: part break runs thru hole). Part was inspected for min. Wall, variable angle hole to plate edge (feature mw1 - ns052936 rev. C). Holes were found to be conforming except for va5 (damaged: part break runs thru hole). Part was inspected for min. Wall, variable angle hole to k-wire hole (feature mw2 - ns052936 rev. C) and was found to be conforming. Part was inspected for k-wire thru diameter (feature k1-k5 - ns052936 rev. C) and was found to be conforming. Part was inspected for pitch depth, variable angle hole (feature pdv - ns052936 rev. C). Holes were found to be conforming except for va3 (damaged: threads are damaged), va4 (damaged: threads are damaged), and va5 (damaged: part break runs thru hole). Part was inspected for thru diameter (feature xd - ns055427 rev. D). Holes were found to be conforming except for va5 (damaged: part break runs thru hole). All features that were obtainable and could be measured during the investigation passed inspection with 3 exceptions. Exception #1 - all features pertaining to variable angle head hole va5 (damaged: part break runs thru hole). Exception #2 - features mv and pdv for variable angle head hole va3 (damaged: threads are damaged). Exception #3 - features mv and pdv for variable angle head hole va4 (damaged: threads are damaged). No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. No manufacturing related failure could be found. It is likely that there must have been to much force, torque or a slight movening bone fracture which could have ledd to this overload situation and final plate breakage. All the other six received screws are slightly worn but were decided to be in working order. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.